Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported, that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test was preformed and passed. A download receiver logs test was preformed and passed. Review receiver logs test was preformed, and loss of connection not found within the incident date. A perform receiver functional tests was preformed and passed. A perform pairing tests was preformed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com- (B)(4).